Event description:
It was reported an occlusion alarm occurred. There was no adverse impact to the customers blood glucose level. The customer declined to troubleshoot and did no provided additional information. The customer reverted to back-up insulin pump.